Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged a deficiency against the device. The product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number: (B)(4). . Covidien is submitting this report on behalf of (B)(4)(importer).